Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed a visual inspection and found bent electrode, sensor failed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her sensor readings are inaccurate. Customer's current blood glucose is 199 mg/dl. Customer stated her sensor reading has been low since yesterday, but her blood glucose is not low. The sensor alarmed bad sensor after a second calibration error. Customer was advised of proper sensor insertion and calibration methods. When she removed the sensor, it was slightly bent. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.